Manufacturer narrative:
This report is a summary of one malfunction event. The report device was evaluated and determined surface irregularities can be observed around the abutment body. It appears during usage the abutment internal threads have been crossed threaded. The evaluation concluded the failure was caused by improper technique or improper use of product. The root cause was determined to be use error. Item number pxmuas (UDI: (B)(4)).

Event description:
This report summarize one (1) malfunction event. A review of the event involved an abutment unable to insert into implant. Zero (0) patient adverse events were reported. No information regarding patient demographics have been provided.